Event description:
It was reported the laparoscope, gynecologic exhibited image flickers and intermittent connection in the cable between the light guide connector and the camera connector. The issue occurred during a laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.